Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (at an unknown dosage and concentration) via an implantable infusion pump for non-malignant pain. It was reported that the patient heard beeping (B)(6) 2025 around 12:30-1:00pm and was experiencing increased pain. The hcp stated that the pump reservoir had 8.6ml. The agent on the call had the hcp check the pump logs which did not show any alarms, only two personal therapy manager (ptm) activations yesterday. The agent had the hcp play alarm tones, and the patient stated that the sound was like the non-critical alarm. The agent advised the hcp and patient to consider that the beeping the patient heard may have come from a source other than the pump. The patient restated they had been doing fine and then on (B)(6) 2025 the pain returned and was similar to what they experienced before the pump was placed. The agent reviewed an option to consider was dose adjustment if they feel that is medically appropriate, but the hcp stated that the patient is "maxed out" and they cannot change the dose at this time. The patient had stated they would liketo follow up with their implanting surgeon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.